Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: contamination under the button contacts and a dim, faded, discolored display screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was noted to be peeling of the pump below the ok button and extending to the bottom of the down arrow button. The button contacts were exposed. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be dim, faded and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.